Event description:
On october 22, 2021, senseonics was made aware of an incident where patient reported pain at the insertion site, stating it got red and started to swell. Their hcp was notified and the sensor was removed. User stated there was inflammation as well.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. On 19th october the doctor took the sensor out to treat the infection. User was prescribed with "fucidin" cream. Infection got healed after that.